Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that several cubies kept falling in the drawer. A field service engineer (fse) manually removed all cubies from moab and cleared debris from under the cubies. The fse reinserted all cubies and tested them in the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.